Event description:
Pulmonetic systems, inc. Received the following report from a representative of facility: when trying to to get into extended features to access usage hours, vent gives constant audible alarm. No visual display except for vent inop. Unable to reset alarm. Found during testing.